Event description:
The international customer reported the ventilator would not power on. The ventilator was not in use on a pt and therefore there was no pt involvement or harm. The distributor replaced the power supply to correct the problem. Upon completion of service ,the unit performed per operating specifications. The power supply was returned to the MFR for factory failure analysis. Visual inspection and testing during failure analysis revealed signs of damage to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na